Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate. The reported issue did not impact the customer's blood glucose (bg) level. However, the customer experienced a low bg level of 40 mg/dl and it was addressed with carbohydrates. At the time of the report, the customer's blood glucose level was within target range. Reportedly, the customer stated that their healthcare provider (hcp) increased the settings. The customer indicated that they would contact their hcp to change the settings back. The customer reloaded the cartridge.